Event description:
A pt delivered by ambulance to the hospital was diagnosed as asystolic. The hospital staff used the device to confirm asystole in lead I, ii, iii and paddles lead. The device displayed an asystolic rhythm in lead I, ii, & iii. The hospital staff commplained that the ECG rhythm displayed in the paddles lead was not consistent with the pt's condition. There were no adverse affects to the pt reported as a result of the alleged malfunction.